Event description:
As reported to coloplast, though not verified, the patient with this device experienced post coital and vaginal bleeding, vaginitis, vaginal pain/ burning and itching, granulation tissue requiring silver nitrate, abnormal discharge, gardnerella vaginalis, vaginal suture tail, in office partial mesh excision for mesh erosion, bacterial vaginosis, yeast infection, pelvic pain and mild abdominal cramping. Full excision of mesh was performed with final diagnosis of partially denuded squamous mucosa with chronic inflammation and fibrosis.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.